Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft inflation occurred. The 2.00mm x 20mm nc emerge balloon was selected for use. During balloon inflation, there was a bulge in the shaft next to the guidewire exit port. A shaft hole and leak were also noted. The procedure was completed with this device. There were no patient complications.